Event description:
It was reported that the suture broke. An 8fr flexima all purpose drainage catheter was selected for use in a nephrostomy procedure. During the procedure, the suture which hold the drainage catheter in place, broke. The catheter was exchange for a new device of the same model. The procedure was completed. There were no patient complications.

Manufacturer narrative:
(B)(6).